Manufacturer narrative:
This report is being supplemented to provide additional information obtained directly below. The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted. The customer reported the device was reprocessed prior to being sent for evaluation. There was no malfunction of the reprocessing accessories. There was no delay to pre-cleaning. There was no delay in manual cleaning. Air/water flushing was performed during pre-cleaning. The device was rinsed with detergent during manual cleaning. The surface of the device was brushed/mopped during manual cleaning.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The suggested events are detectable/preventable by handling the device in accordance with the following sections of the instructions for use (IFU): - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and air/water cylinder/ auxiliary jet tube had foreign material/objects. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and found: during incoming inspection no leakage was found. The flexibility adjustment ring had a scratch. The grip had a scratch. The air/water cylinder had no color. The suction cylinder had no color. The right/left knob had a scratch. The switch box had a scratch. Due to wear of the angle wire, the bending angle in the left direction did not meet the standard value. The objective lens had a chip. The light guide lens had a crack and a chip. The connecting tube had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.